Manufacturer narrative:
Per the reported event, the difficulty during the surgery was due to the site not properly listing the o-arm in the procedure, and not a malfunction of the device. Device not returned to MFR. Software investigation completed. Findings are that the software was behaving as designed. O-arm must be added to the procedure to be tracked by the stealth. User training by tech services resolved issue. No further issues were reported.

Event description:
A site representative reported that while in a spine surgery, the o-arm was not recognized by the stealthstation s7. During troubleshooting, it was recognized that the site did not have the o-arm listed in the procedure. They understood this was a mistake on their part and recognized they would need to have it added to the procedure for next time. The surgeon had abandoned use of the o-arm and navigation prior to their call to medtronic technical services. The procedure was completed with no impact on the pt outcome.